Event description:
Patient experienced abdominal pain after colonoscopy - diagnosed with bowel perforation - no comment from md at time of colonoscopy about equipment problem. Dictation stated - pain with use of apc during and after procedure - suspect it is related to barrel trauma from apc.